Manufacturer narrative:
Catalog number, lot number, unique identifier. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's bag burst during filling. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via e-mail on (B)(6)2022: during the filling with hydromorhon, quite at the end of the preparation, the bag was found to be leaking. H6: event problem and evaluation codes: updated h10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, device history review could not be performed.